Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to battery depletion, a break was found on the insulation of the vns patient¿s lead. The lead was not damaged during surgery but was found to be twisted multiple times, indicating that patient manipulation may have contributed to the event. The explanted generator and lead were returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the lead was completed on 09/02/2014. The outer silicone tubing has abraded openings at approximately 5.8-6, 16.5, and 18.1cm from boot most likely caused during the implant life of the device. However, no obvious openings were noted on the inner silicone tubing of the lead coils at these locations. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on 09/03/2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.